Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (b)(40 2014 with the following findings: a review of the pump¿s black box history showed that two low battery alarms were recorded. The black box history also showed evidence that a partially discharged battery was installed on (B)(6) 2014. During testing, the pump powered on with the returned battery cap. The battery cap was not able to be fully secured to the pump. The battery cap threads were found to be damaged. Evaluation also revealed that the battery compartment threads were damaged. No power losses occurred during investigation. The battery compartment was found to be cracked extending from the thread area to the area below the grip pad. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and evidence of moisture contamination was found inside the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 05/09/2014 ¿ correction: the alert date of this event was inadvertently submitted as (B)(6) 2014. The correct alert date was (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that at least three separate batteries from two separate packs were used without resolving the battery life issue. Reportedly, there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.